Event description:
Pt treatment initiated uneventually at 6:21 am. Ep 121/64 at 8:30 am, pt alert and stable. At 8:45 am pt was found to be unresponsive, mottled, pulseless and breathless. CPR initiated per protocol. Pt transferred to ER at 8:58 am via ems. Ems on site at 8:48am. Physician notified via telephone at 9:01am.